Event description:
Healthcare professional reported "cap con". Healthcare professional later confirmed baker grade IV. Additionally, healthcare professional reported "found, on mammography, to have a rupture on the left" and "free silicone in the capsular space". This record is for a left side. Device was explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13aug2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, rupture, and free silicone in capsular space. Device has been explanted and replaced.